Manufacturer narrative:
1/13/97- supplimental report #1 sent to FDA. The sealed product returned for eval could not be evaluated as the product had surpassed the expiration date when received by the MFR.

Event description:
The product was used during an unspecified procedure. The suture breaks very easily. No pt injury reported.